Event description:
A distributor reported a pixel issue on the pump display, which affected the customer's ability to interact with the pump despite being able to read the screen. There was no adverse impact to the customer's blood glucose level. It was reported that the customer reverted to manual insulin injections for insulin therapy.